Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed.

Event description:
An impella cp device was inserted via the right femoral artery in a 79-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the physician encountered persistent suction alarms, even when in auto mode. The aortic and left ventricular waveforms were disassociated. Multiple attempts at repositioning were made, but the waveforms continued to appear abnormal. The physician later reported feeling a ¿kink¿ while advancing the impella and noted a loss of pushability. Despite repositioning and fluid administration, the pump did not flow properly, and the patient did not have right-sided failure. The impella cp device was exchanged for another impella cp without any observed impact on the patient¿s hemodynamic status. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.